Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the caregiver was untrained and touch contamination occurred. On the same day as the event onset, the patient manifested cloudy effluent. Three days later, the patient was hospitalized for peritonitis and started treatment with intraperitoneal meropenem (1g daily; duration not reported), intraperitoneal vancomycin (1g every fifth day; duration not reported) and intraperitoneal fluconazole (100 mg alternate days; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering while remaining on antibiotic therapy in the hospital. Three days after the event onset, the caregiver was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported that antibiotic therapy was discontinued 13 days after initiation and the same day pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. Two days later the patient was discharged from the hospital. At the time of this report the patient was not recovered from this peritonitis event (previously recovering/resolving). Should additional relevant information become available, a supplemental report will be submitted.